Event description:
A neurosurgeon, reported the inadvertent laceration of brain tissue while looking away from the patient to view system's navigation screen. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event.

Manufacturer narrative:
Patient information was unavailable as surgeon declined to provide. No parts/files are expected to be returned to manufacturer for evaluation. This was a user error. There is no indication, nor any allegation, that medtronic navigation's system caused or contributed to the patient event.